Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump was over delivering. Customer stated that the customer was giving bolus and did give recommended bolus and seem to be doubling the bolus and tried to enter 10 carbs and was getting 20 units of insulin. No harm requiring medical intervention was reported. The device will not be returned for analysis.